Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2017: the customer's clinical diabetes educator contacted the customer and provided alternate infusion set types and further troubleshooting techniques to address the issue.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels up to 400mg/dl and chest pressure. Correction boluses were delivered and manual injections were administered to address the bg level. The customer visited their healthcare provider in order to received manual injections to address their bg level. Reportedly, the customer's healthcare provider alleged there was an underlying pump issue causing the elevated bg levels. A system check was performed and the pump performed as intended. Recommendation was made to consult with their health care provider to discuss diabetes management.